Event description:
Information was received from a manufacture representative and a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins was suppose to last 10 years but only lasted 6 before it quit working. The patient was able to tell when it stopped working because they were hardly able to walk. It was noted by the rep that the patient's ins settings did not show any other signs of malfunction. A new ins was implanted in the patient on (B)(6) 2017. No further complications were reported.